Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('bilateral essure implants visualized eroding through the serosa of the fallopian tubes.'), salpingitis ('tubal mild chronic inflammation') and autoimmune disorder ('auto immune') in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, endometrial hyperplasia, paratubal cyst, polymenorrhoea, abnormal uterine bleeding, stress urinary incontinence, umbilical hernia repair and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). In 2012, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (rtlh/bs, trans-obturator tape sling, lysis of adhesions, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, salpingitis, autoimmune disorder, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, fallopian tube perforation, fatigue, pelvic pain and salpingitis to be related to essure. The reporter commented: essure coils placed with 2-3 coils remaining visually from the cornua. Lot number:678814, manufacturing date: 2009-10, expiration date:2012-10 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 05-oct-2015. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('auto immune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). In 2012, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4) ) on (B)(6) 2015. The most recent information was received on 01-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('bilateral essure implants visualized eroding through the serosa of the fallopian tubes.'), salpingitis ('tubal mild chronic inflammation') and autoimmune disorder ('auto immune') in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, endometrial hyperplasia, paratubal cyst, polymenorrhoea, abnormal uterine bleeding, stress urinary incontinence, umbilical hernia repair and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). In 2012, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (rtlh/bs, trans-obturator tape sling, lysis of adhesions, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, salpingitis, autoimmune disorder, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, fallopian tube perforation, fatigue, pelvic pain and salpingitis to be related to essure. The reporter commented: essure coils placed with 2-3 coils remaining visually from the cornua. Lot number: 678814. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient middle name, medical history, lot number, event: tubal mild chronic inflammation, bilateral essure implants visualized eroding through the serosa of the fallopian tubes. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1257) on 05-oct-2015. The most recent information was received on 17-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('auto immune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). In 2012, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-oct-2015. The most recent information was received on 14-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('auto immune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). In 2012, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, back pain, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2021: pif received. Case category updated to serious incident as essure removal is reported. Lawyer, essure insertion and removal dates, patient's date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.